Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had the implantable neurostimulator (ins) replaced because it was in an uncomfortable position. The health care provider stated this was to the side instead of above the gluteus. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.